Event description:
The recipient reportedly experienced open electrodes and electrode migration. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.